Event description:
It was reported that during a transseptal puncture for an ablation procedure with the flexcath contour and flexcath cross, the atrial pacemaker lead was dislodged. The dislodgement of the atrial pacemaker lead was identified as a complication, and it was determined that the right atrial lead needed to be revised or repositioned. The procedure was completed with the pulseselect system. The event led to an extension of the patient's hospitalization. A revision of the right atrial lead was scheduled. No patient injury was reported, and the patient was alive at the time of reporting.

Manufacturer narrative:
Continuation of d10: product ID psg100 (serial: (B)(6); product type: 3294-generator. Product ID 900310 (106881); product type: 3288-acq needle; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.